Manufacturer narrative:
The patient has been implanted with rigidtack staples to slow down his growth. To treat a genu varum the staples on one side of the leg have been removed. By that the staples started to bend and dislocate. Hence that the staples have been removed.

Event description:
The patient has been implanted with rigidtack staples to slow down his growth. To treat a genu varum the staples on one side of the leg have been removed. By that the staples started to bend and dislocate. Hence that the staples have been removed.